Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: user completed the biopsy but found out the needle cannot be retracted into sheath, user cut the sheath to obtain the sample from needle. User then changed to another same rpn device to complete the procedure. Patient/event info - notes: 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? No information provided 2. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas 3. Please describe the size of the intended target site. 1.2cmx1.5cm what is the endoscope manufacturer and model number that was used with this device? Pentax eg-3270uk 4. Was gaining access to the targeted site difficult? No. 5. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes 6. Was needle penetration of the targeted site difficult? No. 7. Was the stylet in place inside the needle when advancing into the targeted site? Yes 8. How many biopsies were obtained with use of this needle? 9. Did any section of the device detach inside the patient? No. 10. If not with the device in question, how was the procedure performed and/or finished? With another same rpn device to complete the procedure.

Manufacturer narrative:
PMA/510(k)#: k210476 device evaluation 1 unit of lot c2019793 of echo-25 was returned for evaluation opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 10 jul 2024. On evaluation of the devices the following observations were made: visual inspection: stylet returned separately to device, no sheath returned and no needle returned, however during lab evaluation of (B)(4)/ MDR#3001845648-2024-00843 it was observed that needle canula and broken needle section returned with that pr should have been returned with this device, this broken needle section and this canula will be evaluated with this device, needle observed to be broken below sheath extender, sheath observed to be cut at mlla section. Manufacturing records prior to distribution, all echo-25 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-25 of lot number c2019793 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the warnings section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Ncr-nc20-036 was raised for the ifu0101 to update the IFU to include instruction to partially remove stylet prior to extending needle into the lesion has now been completed. The new ifu0101, which accompanies this device instructs the user to: ¿the stylet must be retracted (approximately 1cm) from the luer fitting on the needle handle prior to puncture¿. During this investigation, it was established that the user kept the stylet fully in place during advancement of the needle into the lesion, this wasn¿t considered user error because the IFU that was attached with this lot# c2019793 had not yet been updated. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A potential root cause of the needle's inability to retract into the sheath could be the failure to slightly withdraw the stylet before puncture, leading to the needle breakage below the sheath extender and ultimately causing retraction failure. Summary complaint is confirmed based on the functional and visual inspection. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental correction report is being submitted due to the evaluation of the complaint device on 10-jul-2024.

Manufacturer narrative:
PMA/510(k) # k210476. Supplemental correction report is being submitted due to the evaluation of the complaint device on 10-jul-2024. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental correction report is being submitted due to the evaluation of the complaint device on 10-jul-2024.